Event description:
Event deemed reportable based on investigation. When the box was opened, it was noticed that the tip of the maverick2 monorail balloon was bent. There was no patient contact. Device analysis indicated a shaft break.

Manufacturer narrative:
Returned device analysis determined that a break had occurred in the hypotube. The break occurred approximately 70.7cm distal to the strain relief. It was noted that the device was returned in its protective coil tubing and did not show any signs of device use. An examination of both sections of the break identified that the hypotube was kinked inside the strain relief and approximately 76.2 cm distal to the strain relief. No issues were noted with the profile of the balloon or tip section of the device. A detailed microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. No issues were noted with the actual device that could cause the break to occur. There was no visible damage to the protective coil tubing which the device was returned in. The root cause of the break is unknown. A full review of the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.